Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller stated that the patient's device is not working. No further complications were reported. Additional information was received from the patient. The patient stated she was not able to turn her device off because her patient programmer will not sync with ins, she encounters the poor communication message. The status of the ins is not clear because the patient stated in (B)(6) 2019 she fell and that is when the device stopped working and she became incontinent. The hcp was called in to check the device but she also couldn't synchronize. The patient stated that the healthcare provider (hcp) wants to perform surgery to remove it at that time but it was not allowed due to unrelated symptoms. The patient stated she is not sure but she thinks that the hcp had checked it and confirmed it was working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
MRI tech called to report same event that patient's device is not functioning and unable to be synchronized. Technical support recommended following up with managing hcp to determine device status and MRI eligibility.